Manufacturer narrative:
(B)(4). Eval results: eccentric lesion with tortuosity and calcification. Failure to deliver the stent and damage to the stent. Eval conclusion: eccentric lesion with tortuosity and calcification.

Event description:
An attempt was made to deploy a 2.5mm diameter x 14 mm length endeavor rx drug-eluting coronary stent in to a patient. The target lesion, located in the left main was described as excessively tortuous with calcification and 90% stenosis and was pre-dilated. Communication from the field confirmed that, during delivery, the relevant stent was caught on calcification and could not be advanced through the lesion. The device was removed from the patient body, with some resistance encountered, and the physician noted that the stent was damaged. The patient is reported to be fine and no other clinical sequelae were reported.